Event description:
A cartridge alarm, specifically alarm 30, was reported by the caller. The customer¿s blood glucose level displayed as "high," and a specific value was unknown, but corrective injection via mdi was utilized. Technical support assisted the customer in loading a new cartridge using the proper technique, allowing the customer to successfully resume insulin therapy, resolving the issue.